Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 324 mg/dl, 224 mg/dl and 100 mg/dl, when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated the strips were all used and, so no product will be returned for evaluation